Event description:
Boston scientific received information that during a normal interrogation, the battery status of the device was noted to be 3 years remaining. After downloading the device memory to a usb, the battery status was unexpectedly reduced to 2.5 years. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device will be analyzed upon return. No further information is available. This report will be updated if more information becomes available.